Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having difficulty charging the ipg. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.